Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on an unreported date, the patient was treated with cefazolin 1 gram intraperitoneally (frequency and duration not reported) and ceftazidime 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's peritoneal dialysis (pd) effluent was clear and the patient¿s course of antibiotics was completed. On an unreported date, the patient was discharged from the hospital, the peritonitis was resolved, the patient was recovered from the event and was reportedly ¿doing well¿. Should additional relevant information become available, a follow-up will be submitted.